Manufacturer narrative:
Awaiting return of device to hologic, inc. By customer for evaluation of failure. To our knowledge, the patient required no medical intervention.

Event description:
During tissue acquisition procedure, technician went to fire outer cannula by depressing device's firing button (blue button) and the outer cannula did not fire as expected. The technician was injured while trying to remove an acquired tissue sample from the aperture of the needle when the outer cannula fired (delayed).